Event description:
It was reported that during a follow up on (B)(6) 2013 the right ventricular lead exhibited loss of capture in the bipolar configuration. Fluoroscopy revealed that the right ventricular lead had perforated the patient. The lead was replaced on (B)(6) 2013. The patient was in good medical condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.